Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. It was observed that during the procedure the atrial lead could not be fixed following several attempts. The lead was exchanged and the replacement lead was implanted successfully. The patient was in good condition during and after the procedure.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.